Event description:
It was reported that during a da vinci-assisted umbilical hernia extended totally extraperitoneal repair procedure, the rubber component inside the cap of the universal seal accessory tore and fell inside the patient¿s abdomen. The fragment was retrieved during the same procedure using a laparoscopic bowel grasper. No intraoperative or post-operative imaging was performed. The customer confirmed that the accessory had been inspected prior to use, with no abnormalities noted, and no difficulties were encountered during insertion. The patient experienced no complications related to the event. The procedure was completed as planned.

Manufacturer narrative:
The universal seal accessory has not been received for failure analysis evaluation.